Manufacturer narrative:
(B)(4). On an unreported date, the pd catheter was removed, dianeal therapy was discontinued and the patient was switched to hemodialysis. At the time of this report, the patient was not recovered from this peritonitis event and the fluid was not clear. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was reported the patient was not hospitalized for the event. The same day the patient began home based treatment with fortum and vancomycin (1 gram, route, frequency and duration not reported) for the event. At the time of this report, the patient outcome of this peritonitis event was unknown. Antibiotic and dianeal therapies were ongoing. No additional information is available.